Manufacturer narrative:
Examination of the submitted device confirmed the reported breakage. A complaint database search finds no other reported incidents against the complaint sample product and lot combination. A complaint database search against product code 530010500 did not reveal any trends of tube breakage. With the provided information, a definitive root cause is unknown. Based on the inability to conclusively determine a root cause and the low occurrence rate of reported breakages, a need for corrective action is not indicated. Monitor trends through sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The flange broke off during surgery.